Manufacturer narrative:
Concomitant medical product: 4968-60 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt), dyspnea, engorged neck veins, and thrombus. Echo revealed an atrial mass, which was pressing on the atrium and reducing right ventricular (rv) inflow dramatically. Thrombus located outside of the atrium was removed. It was noted that the patient recently underwent aortic valve replacement (avr), and it was suspected that pulling the epicardial leads after the avr surgery may have caused the thrombus. The leads were capped. The leadless implantable pulse generator (ipg) device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.